Event description:
It was reported that during an routine, elective replacement procedure, the patient's right atrial (ra) lead was visually found to have an insulation breach. No electrical malfunctions were reported prior to the procedure or during the procedure. The ra lead was capped on (B)(6) 2022. The patient was stable throughout.